Event description:
It was reported that the pump displayed cassette was not attached properly during testing. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. A functional test was performed, and the reported issue was confirmed. The software was updated and performed downstream occlusion (dso)/ upstream occlusion (uso) sensor calibration. Upon further investigation, found that the upstream occlusion (uso) seal was buckled. Replaced the upstream occlusion (uso) seal. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.